Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience xpedition 48 everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s. The product listed and the PMA# listed are based on the predicate device (xience xpedition) and is therefore similar to a device sold in the u.s.

Event description:
It was reported that using a femoral artery access approach during a procedure of the moderately tortuous, moderately calcified, left anterior descending (lad) artery after predilatation with a 2.5 x 18 mm unspecified balloon dilatation catheter (bdc) the 3.5 x 48 mm xience xpedition stent was delivered, however, a distal stent edge dissection was noted. A xience prime stent was used as treatment without reported issue. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.